Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was mildly calcified and 70% stenosed. The mini trek balloon ruptured in the patient at 10 atmospheres during the first inflation. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another mini trek was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.